Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 2 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details were provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Manufacturer narrative:
Through follow up with the surgeon, it was learned that the device was explanted due to endocarditis. Patient presented with the following symptoms: sepsis; bacterial endocarditis; valve and aortic root abscess; paravalvular leak. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The surgeon has also indicated that the device was not the cause of the endocarditis. No further actions are possible with the available information.